Event description:
It was reported that inappropriate automatic mode switch (ams) episodes due to myopotential oversensing were observed. Programming changes were discussed. Patient monitoring will continue until next follow up.